Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially, a consumer experienced eye irritation, photophobia, and an unspecified infection at an unknown location and in both eyes. The consumer used a glycerin solution for relief of symptoms. The consumer visited an eye care professional for the reported event and was diagnosed with marginal corneal ulcers in the right eye at the three o'clock location, corneal scars, opacities in the right eye at the eleven o'clock location and in the left eye at the one o'clock location, and blepharitis in both eyes at the upper eyelid. The consumer was prescribed ofloxacin and prednisolone with a frequency of four times a day for the right eye. The consumer was advised by an eye care professional to use hot compresses and lid scrubs daily. The consumer was instructed by an eye care professional to come again the next day for a follow-up visit. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction has been made hence field MDR d4 has been updated. The manufacturer internal reference number is: (B)(4).